Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. As a result of evaluation, olympus confirmed that the connecting tube cannot be connected due to breakage of gray connector at reprocessing basin. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely the connector became loose and was broken. Connector may have become loose for the user applied stress toward loose direction of the connector, the applied stress was possibly accumulated. Or, the user may have hit some hard object to the connector. The event can be detected by following the instructions for use which state: "3.3 inspecting the connectors" check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that gray connector at reprocessing basin was damaged. There was no harm or user injury reported due to the event.